Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the hosp suspects thrombus or a device malfunction. The primary system controller was replaced and no change was noted in the lvad parameters or the pt's vital signs. The recorded lvad system power readings continued to be above 10 watts on the new system controller. An echocardiogram (echo) and lab work were performed and both appeared normal. The log file was reviewed and elevations in power and one instance of a pump stoppage were reported. It was reported that the pt is currently running on battery power and that the percutaneous lead was inspected and no problems were found. It was also reported that an x-ray of the internal portion of the percutaneous lead will be taken. The MFR has been unable to obtain the vad serial number at this time from the hosp. No further info is available.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.